Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise, oversensing, and low out of range pace impedance of less than 200 ohms. Additionally, the threshold measurements increased while the amplitude decreased. A lead revision procedure was scheduled. During the procedure, the lead was examined and there was no evidence of insulation damage. The rv lead was tested on the pacing system analyzer (psa) and the pace impedance was in the 300s ohms range. The physician attempted to insert a stylet into the lead, but it would not insert all the way. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.